Event description:
It was reported that the patient passed away due to reoccurring ventricular tachycardia (vt) on (B)(6) 2022. The patient had experienced 20-30 implanted cardioverter defibrillator (ICD) shocks a day. They developed vt a couple says post implant. The patient was treated with an ablation and bilateral stellate ganglion block.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (cardiac arrhythmia and patient outcome) and heartmate 3 left ventricular assist system (lvas), serial number (B)(6), cannot be conclusively determined through this evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C contains the following information: section 1 lists cardiac arrhythmia and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists cardiac arrhythmia as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had experienced hypotension. Additionally, it was stated that cause of death was ventricular tachycardia (vt) and ventricular fibrillation (vf) storms that were uncontrolled by intravenous (IV) medication and ablation. The pump was reported to have been operating as expected. No autopsy was performed, the pump was not returned.